Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked into the overpouch. This was discovered prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in its overpouch, and 3ml of liquid was observed in the overpouch. Visual inspection revealed less fluid in the device than expected. Squeeze testing was performed with no leaks observed. The device was then weighed and was found to be underweight; however, no evidence of a leak or other issues were observed during evaluation. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted